Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the returned generator. Diagnostic values indicated that the output current reported low (2.750ma) with the device programmed to 3.0ma. However, the measured output signal amplitude demonstrated that the pulse generator is able to deliver the programmed 3.0ma with a despite the warning message of a low output condition. The generator performed according to functional specifications and passed the final electrical test. Other than the noted low output current, there were no additional performance or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
It was reported that a low output current message was observed on the patient's m1000 device that had only been implanted 9 months. The tc stated that system diagnostics were normal with battery 25-50% and lead impedance ok . She stated the patient was in hospital and getting replaced quickly because her seizure activity had increased overnight after being seen in neurologist¿s office. It was determined that the reason for the low output current was due to the patient's high settings combined with their impedance value (although still within normal limits) and not due to a device failure. The current delivered was only 0.25 ma lower (2.75 ma) than the programmed output current (3 ma), and is still considered an efficacious therapy level. The patient's generator was replaced and the explanted product was received for analysis, but analysis on the product has not been received to date.